Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a "service required" condition for a ventilator' oxygen blending module pca. The oxygen blending module pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause for the oxygen blending module pca issue was found to be due to a faulty pressure transducer (u29).